Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. A new rate sensing lead was implanted and the implantable cardioverter defibrillator (ICD) was removed at this time.